Event description:
Complainant alleged that while attempting to treat a patient for cardiac arrest (age and gender unk), the device failed to charge approximately six times. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corp. Has received the product and will be providing a follow-up report when our investigation is completed.